Event description:
It was reported that during a supply change the user did not observe drops during fill tubing and noted leaking near the cartridge, which was attributed to connecting the adapter to the cartridge outside of the pump. After guidance to insert the cartridge into the ilet first and then attach the adapter, the user observed drops and completed the procedure. No reported symptoms. Outcomes included no health consequences or impact. Investigation included user communication and review of information provided. Investigation of this case revealed no device problem and identified a usage problem due to an improper procedure and failure to follow instructions, with relevance to the infusion set and cartridge connection. It was concluded, based on previously established findings for similar reports, that the cause was user error.